Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was removed intraoperatively from the patient's left eye due to a posterior capsule tear noted upon insertion. Vitrectomy was performed and another lens was implanted successfully. The prognosis was reported as " doing well with sulcus lens".

Manufacturer narrative:
Additional information: date received by MFR. The lens was returned to b and l. Visual inspection found only half of the lens was returned. The optic has been cut or torn in half. Two haptics are attached to the returned piece of the optic. One of the haptics is bent. The delivery device was not returned. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information, the specific root cause of the event could not be determined. However, according to the surgeon, patient's weakened capsule was the likely cause of the event.